Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#: implanted: on (B)(6) 2020, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 19-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had gone all this time with the therapy not helping and they kept telling the patient to use a different setting and readjust it and that was all they could ever get out of it. Patient stated they gave up on it and they'd done without it for some time and thought it was foolish to have it because they either wanted to use it or remove it, so they picked a new urologist, and they took and x-ray for the patient and told the patient that the wire had come loose from the ins. Patient stated it "detached" and not connected to the implant any longer which was why the therapy hadn't been helping. Patient denied having had any falls or traumas that would have lead to the issue and stated that while they were sure exactly when the wire became 'detached,' but stated it must have been within the first year because the therapy hadn't helped that long after they got it. Patient stated after the discovery, hcp had to open them up and replace the wire on (B)(6) 2025. Patient was calling patient services today (on (B)(6) 2025) because they'd left their communicator at the hospital after the procedure but they wanted to turn their stimulation down because since the recent procedure, it felt like they had a stick in their vagina and it was uncomfortable. Patient stated the facility had been searching for the communicator but hadn't had luck in finding it yet and they couldn't get in to see their doctor to turn the stimulation down. A request was sent to the repair team to send the patient a new communicator. Patient to turn their stimulation down to a comfortable level once they received the replacement. Documented reported event. No further action was taken by patient services.